Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated. Foreign objects were also found at switch four (4). In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: universal cord had a wrinkle; protector of universal cord on scope-connector side had a cut; connecting tube had a wrinkle; switch two (2) did not work due to corrosion; water tightness was lost due to a scratch on switch box; there was peeling on adhesive around lg lens, adhesive around objective lens, scope-cover plate and paint on suction-cylinder; mouthpiece was loose; suction-cylinder was shaved; control unit had discoloration; electrical-connector had discoloration and control unit had corrosion due to water leakage; the play of u/d knob was out of the standard value and bending angle in up direction does not meet the standard value due to wear of angle wire; insulation resistance value at distal end did not meet the standard value due to adhesive peeling on bending section cover (a-rubber); adhesive on a-rubber had a chip. Scratches were found on grip, protector of universal cord on control section side, scope connector cover unit, scope-connector, scope-cover, universal cord, forceps elevator, forceps elevator knob, upward/downward (u/d knob) and right/left angulation control knob (r/l knob), switch box, switch one (1), control unit, plastic distal end cover and on the connecting tube. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. According to the customer, the subject device was cleaned, disinfected, and sterilized before sending it to olympus. There was no delay in the start of precleaning. The customer had flushed the air/water nozzle with water and air and with the detergent solution. There were no abnormalities in the accessories used for reprocessing. The scope was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer had wiped/brushed all external surfaces of the endoscope, with clean lint-free cloths, brushes, or sponges. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "clogged foreign material in the nozzle" malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.